Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected but not confirmed. The device was reprogrammed to and left ventricular (lv) lead sensing, however, noise resulting in oversensing was observed on the lv lead. The patient was in stable condition.